Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, deflation difficulties occurred. The 99% stenosed lesion in the non-tortuous, non-calcified lad was predilated with a 2.5x15mm balloon. The taxus express2 2.5x20mm drug eluting stent was introduced and positioned. The physician did not encounter any difficulty inflating the balloon. The stent balloon was inflated to 9 atm's for 30 seconds. When the balloon was deflated after 30 seconds, it did not come down completely. The physician attempted to deflate it by repeatedly pulling negative pressure. The device was disconnected and the phyisician tried to pull negative again. The whole system was removed together. It is reported that the balloon was "still partially inflated when co removed it." The balloon was removed. Procedure was reported to be successful. No patient complications occurred patient status is satisfactory.